Event description:
It was reported that noise was observed on rv lead. The lead was replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
External insulation abrasion was noted at 41.9-42.1cm from the distal end, consistent with lead friction to the ICD can. External insulation abrasion was noted at 15.7-16.4cm from the distal end, consistent with lead friction to another device or feature of patient anatomy. The etfe coating was intact at these locations.